Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a glaucoma trabeculectomy revision procedure on an unknown date and suture was used to close the conjunctive. The patient returned on first day post operatively with a broken suture and a wound gape. Additional information was requested.